Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the handpiece was received and the reported problem was confirmed. The on/off buttons did not operate and further investigation found the unit has the potential to operate on its own related to the pc board failure. A design change has been initiated for this failure mode. There are no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failure.

Event description:
This shaver handpiece was returned with the report that it does not operate properly and a request for service. There was no report of injury or surgical delay with this event.